Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman truseal access system (was) was positioned and a 20mm watchman flx laa closure device & delivery system (wds) were used. After the watchman device was positioned at the laa, a thrombus began developing on the face of the device. The watchman device was successfully implanted. The patient was monitored in the room and extubated. The thrombus did not resolve. The patient was kept overnight in the intensive care unit on a heparin drip and discharged two days following implant without issues.